Manufacturer narrative:
(B)(4). The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. The marksman microcatheter has been returned and evaluation of the device is in progress. A follow up MDR will be submitted when evaluation is complete.

Event description:
Medtronic received report of marksman microcatheter break during a flow diversion procedure. The patient was being treated for a fusiform aneurysm in the left, v4 vertebral artery; the v4 also had a small dissection. Aneurysm max diameter was 7mm. Proximal and distal landing zone artery size was 10mm. The vessel was severely tortuous. A continuous heparinized saline flush was used, as per IFU. The marksman was positioned. The flow diverter advanced to the distal section of the marksman without issue. Delivery of the flow diverter began through a combination of pushing the delivery wire and pulling back the marksman. The flow diverter tip was able to be pushed out, but not any more of the device. The flow diverter was resheathed and delivery was again attempted. It was not possible to deliver the flow diverter. The physician attempted to resheath the flow diverter again, but instead the whole system moved back -- the flow diverter was stuck in the marksman. The system was removed. It was observed that the marksman was broken between the distal and first segment. All broken marksman pieces were removed from the patient. The procedure was completed using a different microcatheter to place a new flow diverter. The patient is in good condition. There was no report of patient injury as a result of this event.